Event description:
A customer observed negatively biased valp qc on the vitros 5,1 fs analyzer. No biased results were reported. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event determined that the biased results occurred on their 5,1 fs analyzer. The vials of quality control fluids (vitros performance verifiers) and the valp reagent pack in use were ruled out as potential root cause. There was no indication that the vitros 5,1 instrument was not operating as expected. After loading fresh cuvettes and performing a water blank, acceptable quality control results were obtained. The root cause of the event could not be determined.